Manufacturer narrative:
There are no samples or photos to investigate. If samples are returned, an investigation will be made and a supplemental report will be submitted.

Event description:
Customer experienced a needle stick injury which was reported to be due to inappropriate handling. Device used was a bd vacutainer safety lok wing collection set. The source pt was (B)(6). To date, it is unk if the customer received any medical intervention.